Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported by customer that the insulin pump is not delivering the correct amount of insulin. Customer states that she wakes up with high blood glucose. Current blood glucose reading is 211 mg/dl. Nothing further reported.